Event description:
It was reported that the customer was hospitalized due to high blood glucose levels. Troubleshooting was performed, and the insulin pump passed the high pressure, displacement and self tests. It was reported that the insulin pump had a basal rate of 0.0 running from 14:30 to 19:15. The basal rate settings were later programmed correctly. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time. See scanned page.